Manufacturer narrative:
Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) as part of a clinical study. It was reported that on (B)(6) 2018, the patient reported electric shocks when the device turned on. A lower voltage was tried and the patient still received electric shocks. On (B)(6) 2018, inspection and interrogation of the ins was conducted. There were no problems found with the ins or lead. Impedance values were all within normal range. The cause was determined by the clinician as painful nerve root stimulation. The lead was explanted/replaced and a new lead was inserted. The event required in-patient or prolonged hospitalization. The etiology was related to the device or therapy, specifically to the lead and painful nerve root stimulation, and not related to the implant procedure. The clinical diagnosis was a painful nerve. The event was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, lot# 0208513205, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Product ID: 977a275, lot# va1qc32021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had been experiencing shocking when their ins was switched on. The clinic had tried the patient on high dose (hd) stimulation, with settings of 240 microseconds pulse width, 1000 hertz rate, and 0.1 volt amplitude. Even at this low voltage the patient experienced shocking sensation. The patient was also getting heating around the ins when it was switched on, so they could only stand it on for a couple of hours. The patient had two leads implanted. The first, hd setting was programmed on lead one. The rep tried to program the second lead with a conventional setting, and got to 3 volts and they experienced pain from the stimulator. The rep did not feel comfortable doing an impedance check as the patient got such painful shocks from the device and they did not want to rep to do it. A telemetry printout from (B)(6) 2018 was provided that showed settings of 60 hertz rate, program a1 with 0.0 volts amplitude, 210 microseconds pulse width, positive polarity on electrode 2, and negative polarity on electrode 3, and program 2 with 0.0 volts amplitude, 270 microseconds pulse width, positive polarity on electrode 11, and negative polarity on electrode 12.

Manufacturer narrative:
Continuation of d11: product ID 977a290 lot# 0208513205 implanted: (B)(6) 2014 explanted: (B)(6) 2018 product type lead. Product ID 977a275 lot# va1qc32021 product type lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no troubleshooting done or planned as the patient was too scared to have any more programming or checks. An x-ray was done that showedno lead movement after the revision. Actions planned is to externalize the lead and test on the table. The cause of the shocking was not determined and the cause of the heating around the ins was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a290, lot# 0208513205, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the patient¿s weight. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that reprogramming was conducted (B)(6) 2018. It was also noted that the most recent interrogation prior to the event was (B)(6) 2018. No further complications were reported/anticipated.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient¿s devices are inactive. The patient exited the study on (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An update received from the clinical site removed in-patient hospitalization from the noted interventions.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.